Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-jan-2026: the universal surgical manipulator (usm) arm 3 moved on its own without being commanded or controlled. The issue occurred while the surgeon¿s head was inside the surgeon side console¿s (ssc¿s) high resolution stereo viewer (hrsv) and while attempting to manipulate the instrument. There was no shakiness and/or friction experienced/observed. The issue was intermittent. Customer was able to complete the procedure by re-draping and inserting another instrument and allowed the surgeon to try to re-create it, but he was unable to. The robot was agreed to be used again for the surgeon¿s next case and then the issue happened once more. The procedure was finished with all arms. Surgeon did not disable or stop using arm 3 because of the issue, but he did not want to use the robot any more until the issue was resolved. Isi did receive the usm involved with this complaint to perform failure analysis and the complaint was confirmed. In artemis, the 23137 error was found indicating pot to encoder comparison information, confirming the fault occurred in the field. Upon visual inspection, some issues were found with the rolling loop ground straps that would be related to the reported event. The unit was installed onto a known working system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight board was tested and was verified to be the source of the fault. The root cause is attributed to a sensor issue with the yaw searchlight board and damage to the rolling loop ground straps.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue but replaced the universal surgical manipulator (usm) for customer satisfaction. The system was tested and verified ready for use. Isi did receive the usm to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted lap band removal surgical procedure, the clinical sales representative (csr) noted that universal surgical manipulator (usm) arm 3 was not moving as expected. The csr explained that, when the surgeon operated the master tool manipulator (mtm), the instrument was not following as expected. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised reseating the instrument and sterile adapter on arm 3 and checking the engagement and sponginess of the sterile adapter disk. Despite these efforts and attempts with multiple instruments, the issue persisted. Later, an operating room (or) staff called to report a fault on arm 3; she reset the arm, and power cycled the system. The system restarted without faults, and log files were unavailable due to the power cycle. The procedure was completed with no reported patient injury.